Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was evaluated on in-house system and triggered multiple 32116 and 116 errors. The usm was also failed the fiber test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that they were experiencing a non-recoverable fault on the system. The technical service engineer (tse) viewed the logs and noted several faults on universal surgical manipulator (usm) 4. The tse had the customer perform hard reboot of the patient side cart (psc). After the hard reboot, the system came up without errors. The customer was continuing with the procedure. The customer called back and stated that the errors returned, and that the surgeon converted to laparoscopy. The customer asked if the error had occurred previously. Tse informed caller that usm 4 faults have occurred since (B)(6) 2023. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon power up and it initially did power on without errors. The procedure had to be completed laparoscopically. There was no port incision increase, or additional ports added. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the reported issue with the universal surgical manipulator (usm) issues and found multiple 31226 errors with a usm lock. The fse removed and replaced the usm as required, correcting the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, failure analysis is not complete. A supplemental MDR will be submitted if any additional information is received.